Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right ventricular (rv) lead required an open heart surgery during the lead extraction. Additional information received which indicated that there was a noise on the lead and there was a complication related to the extraction of the lead which led to emergently open the patient's chest to repair a tear that was caused during the extraction. This lead was explanted and replaced. No additional adverse patient effects were reported.